Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Double transseptal punctures were performed and a flexibility ablation catheter was advanced into the left atrium through a fast cath transseptal introducer. During geometry creation, the introducer and the ablation catheter inadvertently pulled back across the septum. An attempt was made to push the ablation catheter across the septum and, at this time, the patient complained of pain and an echocardiogram was performed, which revealed no pericardial effusion. Another transseptal was performed and the procedure continued. Approximately 10 minutes later, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient, and no further intervention was required. There were no performance issues with any sjm device.